Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6, h11. H11: the actual device was not available; a photo was provided for evaluation. However, the photo could not be opened to review the customer reported issue; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) one-link standard bore catheter extension sets ruptured approximately an inch from the lock from flow issues. This was observed during a CT (computed tomography) pe (pulmonary embolism) study. The tubing was used with a CT, and there was no flow of fluid. There was no patient involvement. No additional information is available.